Event description:
The patient experienced a loss of therapeutic effect. The patient's tremor had returned. The deep brain stimulator was successfully reprogrammed. The patient had surgery to fix the problem with the system in 2009. The patient was no longer having problems with his implanted device system. The deep brain stimulator was successfully reprogrammed. The patient was no longer having problems with his system. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.